Event description:
It was reported that the burr got detached. A 2.00mm rotapro was selected for use. During the procedure, after cutting the shaft, it was attempted to remove the stuck device by bringing in a guide extension, but only the shaft came out. Consequently, during debulking of the right shoulder region, the burr was found detached which was likely due to hinge motion. The burr was retrieved along with the rota wire. The procedure was completed. There was no patient injury.

Event description:
It was reported that the burr got detached. A 2.00 mm rotapro was selected for use. During the procedure, after cutting the shaft, it was attempted to remove the stuck device by bringing in a guide extension, but only the shaft came out. Consequently, during debulking of the right shoulder region, the burr was found detached which was likely due to hinge motion. The burr was retrieved along with the rota wire. The procedure was completed. There was no patient injury.

Manufacturer narrative:
B1: adverse event/product problem: corrected. H1: type of reportable event: corrected. H6: impact codes: corrected. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device found that the returned fractured rotawire, which contained the detached rotapro burr, was able to be removed from the guideliner. The burr was free moving and was able to be removed from the wire portion without issue or resistance.